Event description:
Asr revision, asr xl acetabular system (see product codes) - right hip, reason(s) for revision: unknown. Hospital & surgeon unknown, lot no for head incorrect.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 13 august 2015: updated reasons for revision to include pain, alval / soft tissue reaction and metallosis. Added hospital names and surgeon's name. Added manufacture and expiry dates for cup, lot number, manufacture and expiry dates for head, updated medwatch fields on products and added stem and sleeve details. Taken from query 1 reply, scf and original claimsuite 13 august 2015.